Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of x-ray identified a small focus of lucency in gruen zone 14 that may represent osteolysis. There was no evidence of component loosening or other abnormalities. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source - (B)(6). Concomitant medical products: bioloxâ® delta, ceramic femoral head, s, ã¸ 32/-3.5, taper 12/14 pn 00877503201 ln 2578949. Femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 9 extended. Offsetpn 00771100920 ln 61459759. Shell with cluster holes porous 50 mm o.d. Size hh for use with hh liners pn 00875705001 ln 61659391. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient is being monitored due to the presence of small and focal area of lucency. Attempts have been made and additional information on the reported event is unavailable at this time. No further information is available.